Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device revealed the device was broken; not cracked as reported. Root cause and corrective action are documented in the CAPA system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
While opening the set and femoral impactor was cracked and impaction handle was not functioning.